Event description:
It was reported that caller experienced a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Caller first cleaned pneumatic tap area and reloaded same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.